Manufacturer narrative:
Evaluation method monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the lack of treatment event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient suffered a brain injury and was currently intubated and sedated in the hospital. The patient's physician alleged that the patient was in a treatable arrhythmia and the lifevest did not treat the patient, causing the brain injury. Review of downloaded flag data from the incident reveals that the patient was briefly in a treatable rhythm (a treatable rhythm flag was detected at 08:39 am); however, at 08:40 am the rate dropped below the patient's prescribed rate threshold for treatment delivery (170 for vt/ 200 for vf) prior to completion of the treatment sequence. The reason the patient was not treated by the lifevest was due to the rate dropping below the prescribed threshold. The equipment was returned to zoll manufacturing for evaluation and was found to be fully functional. There is no evidence of a device malfunction contributing to the lack of treatment event.